Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process, a minimum fill notification occurred after the user filled the cartridge with 180 units of insulin during the load sequence and a cartridge change error occurred. The customer loaded a new cartridge to resolve all issues. Customer¿s blood glucose level was 202 - 305mg/dl.